Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that during remapping the one drop per second blood leak was noted from the valve of the sheath. Non boston scientific hdgrid catheter was inside the sheath. Thus the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that during remapping the one drop per second blood leak was noted from the valve of the sheath. Non boston scientific hdgrid catheter was inside the sheath. Thus the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.